Manufacturer narrative:
H.3. Eval summary: the device was found to have a battery voltage that was lower than expected with the number of high voltage charges that the device indicated in the charge history. It was found that the device had a current draw that was out of specification. It is belived that one of the components in the multi-chip module had a leakage path causing a higher than normal current drain on the battery. The device function appeared to be unaffected by this current drain.

Event description:
The ICD's battery voltage had depleted below expected levels after 13 months. An explant has been recommended.